Manufacturer narrative:
Continuation of d10: product ID tm90q0. Serial# (B)(6). Product type: accessory. Section d information references: the main component of the system. Other relevant device(s) are: product ID: tm90q0, serial/lot #: (B)(6), ubd: 04-nov-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller was notified on monday but could not meet with pt until today. The caller states the pt's handset is indicating the communicator needs to be updated. The caller states she tried turning everything off and noted there is no ability to connect to wi-fi. The caller is going to have pt call in as the caller is not with pt. Caller contacted pats and reviewed that the patient is seeing the "handset update required" screen associated with fca from june 2024. Will request replacement product for patient. Requested product through repair and closed case.